Event description:
It was reported that during follow-up, multiple episodes of auto mode switch were noted due to noise on the atrial lead. Noise was reproducible with isometrics. No intervention was performed. The patient was in good condition.